Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The investigation found a small tear in the exposed portion of the soft cannula near the tip of the formed needle. The fluid leak test was run by occluding the distal tip of the soft cannula and rotating the ratchet gear. Fluid was observed to leak from the tear in the soft cannula. The pod data showed no abnormalities that would indicate an issue delivering insulin. The exact cause and timing of the cannula damage could not be determined and as a result it could not be determined if it contributed to the reported leaking during wear. The exact cause of the reported event could not be conclusively determined. The device was received with cracks in the top and bottom housing. The investigation of the device and data indicate that the cracks did not affect the functionality of the device. The cause or timing of the cracks could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s721usqs7cyj8. Hardware: sm-s721u. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 437 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod. An investigation of the device confirmed that there was a tear in the pods cannula.